Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ indicating that operational check failed. There was no patient involvement. The customer worked with the rse through long distant communications. The device was failing the ECG testing. The customer replaced a ECG cable to resolve the problem. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was reported back by the customer that a ECG cable was replaced from their part stock and resolved the problem. It was asked but unknown which ECG cable was malfunctioning. Based on the information available and results of additional analysis, no further action is necessary at this time. The device being returned to the customer for their use. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced a ECG cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.